Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the patient underwent a right total hip arthroplasty on (B)(6) 2009 where he was implanted with a stryker hip system. It is further alleged that the patient's right hip had to be revised on (B)(6) 2009.